Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted. If any additional information is received, it will be included in a follow-up report.

Manufacturer narrative:
Product ID: 3998, lot#: v010367, implanted: (B)(6) 2007, product type: lead product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2007, product type: programmer, patient product ID: 3708260, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).